Event description:
An incident occurred at (B)(6) when a customer had a small amount of (B)(6) enzyme splash into his eye as the reagent was being discarded after use. The operator was wearing prescription glasses at the time of the incident, but a splatter got under his glasses and into his eye. No reagent splashed onto the customer's skin. The customer immediately rinsed their eyes with plenty of water. The operator's indicated there was a little sting, but his eyes were not watering. When following up with the customer, he did not seek medical attention and his eyes are feeling fine.